Manufacturer narrative:
Refers to the main device, other components include: product ID: neu_unknown_cath, explanted: (B)(6) 2016, product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaulation code-conclusion no longer applies to the pump. Evaulation code-conclusion remains applicable for catheter serial# (B)(4). Evaluation code-conclusion now applies to both the pump and unknown catheter.

Event description:
The pump was returned to the manufacturer on (B)(6) 2016, along with an unknown catheter.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml at 1403 mcg/day. Other known medications included intravenous valium used to treat the patient in the emergency room. The patient's medical history included anoxic brain injury due to cardiac arrest and severe spastic quadriplegia. It was reported that the consumer heard a pump alarm at 7pm. There were no symptoms until 5am, on the morning of (B)(6) 2016, then progressive spasticity. The patient had symptoms of severe intrathecal baclofen withdrawal with fever, spasticity, and twitching. Symptoms included "very bad withdrawal. In the emergency room, pump telemetry showed pump motor stall at 7pm on (B)(6) 2016. The pump stalled for approximately 14 hours; then it recovered. The patient had not recently had an MRI. The patient was taken to the operating room at 4pm on (B)(6) 2016 to have the pump replaced. They noted "gunk" in the catheter connector as well. The device was replaced. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient did well with the new pump. They recovered from withdrawal and were being discharged from the hospital on (B)(6) 2016. The patient's status was "alive - with injury." It was later reported on 2016-sep-14 that the patient's issues and symptoms had resolved, and they were doing great/much better.

Manufacturer narrative:
Analysis of the pump ((B)(4)) found gear train anomalies of corrosion, wear, or lubrication and stall due to shaft bearing. Analysis of the catheter (sn: unknown) found no significant anomaly. There was an indent in the seal of the sutureless connector that did not affect infusion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated with new drug information.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-jan-03. It was noted that the patient did h ave at least one refill with gablofen instead of the usual lioresal during the course treatment before the motor stall.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.